Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they dropped the insulin pump in the washroom while changing set and the insulin pump was unable to prime. Customer stated that they received an alarm during the manual prime and reported that insulin was squirting out. Customer also stated that the insulin continued to drip even after the motor stopped and they were unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.